Event description:
Catheter tested twice before insertion as staff reports that there have been several problems recently with being unable to deflate balloons. Foley inserted and 5cc normal saline infused into balloon. No urine returned from catheter. Attempted to remove saline to no avail. Surgeon cut catheter but balloon still wouldn't deflate. Surgeon ruptured balloon with stylet but could not withdraw foley from urinary meatus. Urologist removed foley.